Event description:
New information noted that the patient was stable post procedure.

Event description:
Related manufacturer reference number: 2017865-2023-36072. It was reported that the right atrial lead exhibited wide qrs and the right ventricular lead exhibited high capture thresholds and r-wave amp variation. The lead was explanted and replaced. Further information was requested however was not provided.